Event description:
Patient underwent a primary total hip replacement in the morning. That afternoon, during recovery, the patient experienced a dislocation resulting in a revision surgery. While the shell was being screwed into place, the surgeon used too much force and broke the head off the screw. The threaded portion was not able to be retrieved and remains implanted. The head was removed and discarded. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.